Manufacturer narrative:
(B)(4). Event date (B)(6) 2018 ¿ unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot number you provided, p4t031, correlates to a msm20 device. Is this the correct device product code for the complaint device? Or is the mcm20 the correct product code? Please confirm. Does the surgeon feel that the device jaws cut the vessel? Or was the vessel cut by a clip? How was the bleeding controlled? Were there any patient consequences? If yes, please describe. (B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the lot number you provided, p4t031, correlates to a msm20 device. Is this the correct device product code for the complaint device? Or is the mcm20 the correct product code? Please confirm. Does the surgeon feel that the device jaws cut the vessel? Or was the vessel cut by a clip? How was the bleeding controlled? Were there any patient consequences? If yes, please describe. Response: I have been unable to acquire the answers to the questions.

Manufacturer narrative:
(B)(4). Batch #: p93g21. Device analysis: the analysis results found that the msm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 12 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.